Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The unit was received with a cracked case at the display window corners, broken reservoir tube lip, broken belt clip slot and broken battery tube threads. The unit was also received with minor scratches on the liquid crystal display window. The unit was received with a bleeding liquid crystal display and corroded battery tube.

Event description:
It was reported that the insulin pump repeatedly alarmed motor error. The caller did not know the blood glucose reading. No further information was provided.